Event description:
I had cervical spine surgery and two medtronic implants were inserted, which have since crumbled in my back, causing corrosion and the release of metal particles. I now have significant neck swelling, venous problems, facial and body swelling, and catastrophic blood test results. Since then, I have been mistreated and rejected by clinics and doctors in munich. I underwent a second surgery on (B)(6) 2025, to remove these implants and replace them with implants from my iliac crest. At first, things were better, and the swelling in my neck seemed "empty," but little by little, the swelling returned and worsened. I also have pains like broken limbs (in episodes) in my fingers, ankles, knees, etc. (At first, it was only in my fingers and wrists, but it's spreading throughout my body). On an MRI, metal fragments are visible at the surgical site, but I'm told that's normal in all operations. I haven't received any treatment since all this because no one believes me despite the evidence, and above all, no one wants to investigate what's wrong with me and try to help me. Furthermore, I am allergic to nickel (I informed the clinic in writing before the first operation), but it also turns out that both implants contain nickel in small doses (but still). It seems that metal is circulating throughout my body, and my blood pressure is quite high almost every day, and heart and lung pain make me very tired. 2 implants ref: 6221404 lot 75pw and ref: (B)(4) lot 09re can you tell me if these products are dangerous and what their official manufacturing dates are? None of my documents are uploaded to your site. If you would like me to send you the documents and all the evidence, please contact me by email. My mail : (B)(6) apparently the pass and the company indicated on it are not the right ones but the labels seem to be the right ones and for your information the clinic that removed the implants threw them away (that's what they told me) even though I had asked in writing several times to keep them because of the ongoing procedure. Patient codes: 4847, 4577, 4530, 1907. Device codes: 1261, 1131, 2682. Ref report: mw5184452.